Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant cardiac troponin I (ctni) patient results obtained on a dimension xpand plus w/o hm instrument. Quality control (qc) results were verified as acceptable. Siemens is investigating. MDR 2517506-2019-00212 was filed for this event.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) patient results were obtained on a dimension xpand plus w/o lm instrument. For one patient, the repeat result was reported to the physician(s) as the correct result. For the other two patients, the samples were repeated with similar ctni results, and the initial results were reported to the physician(s). The customer sent these two patient samples to an alternate laboratory, tested on an alternate dimension vista system, resulting lower. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant, falsely elevated cardiac troponin I (ctni) results.

Manufacturer narrative:
Siemens filed an initial MDR 2527506-2019-00211 on (B)(6) 2019. Additional information (05-jun-2019): a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a recalibration after the issues were observed and the lamp replaced as a result of a system check failure. Additional information (12-jun-2019): there were no new ctni discordant results observed by the customer after the recalibration and lamp replacement or quality control (qc) issues. Additional information (18-jun-2019): the customer ran samples on the dimension xpand in duplicate, ran samples on istat (negative) and ran the samples on dimension vista when troubleshooting the issue. The customer ran chem wash and distilled water on the dimension xpand and both tests yielded results of 0.05. Based on the information provided, and review of the instrument data (observed low 293nm), the cse performed a recalibration, replaced the lamp as a result of a system check failure. The cause of the discordant ctni results is unknown; however, the changing of the lamp or cuvette formation may be a contributing factor. The customer has not observed any new discordant cnti patient results and is satisfied with system performance. The instrument is performing within specification. No further evaluation of the device is required. Result code and conclusion code were updated to reflect the additional information. MDR 2517506-2019-00212_s1 was filed for this issue.